Event description:
I received a total hip replacement with the zimmer shell 54hh trabecular metal with cluster holes log 294765. The surgery was performed on (B)(6) 2012 and after the first week, I felt a "slipping" sensation of the hip (not a dislocation). I reported it to my surgeon and he stated it was ok. It would "get better." It never did. In (B)(6) 2013, I dislocated my hip for the first time. I was then taken to the hospital and the hip was then put back in place. I then had the second dislocation in (B)(6) 2013 and my surgeon decided it was not necessary to do a revisit at that point. I dislocated again in (B)(6) 2014 and it was decided I should have the hip revision surgery. I was told by my surgeon that the head was too small and it was replaced with a larger one and that "bone" had grown that had to be removed. The original liner was 32mm and was replaced with size 36mm. I am not quite sure how to read the report that was given to me after the original surgery and the revision surgery but I do know that I had problems from the very beginning of the slipping sensation as if was out of place.